Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced on (B)(6) 2018 due to an increased recharge burden. Effective therapy has been restored post-operatively. Note: patient is implanted with two scs system and this is in regards to the system implanted on (B)(6) 2012.